Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device was affected after a trauma to the head. The user has been re-implanted.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. The clinic has recommended re-implantation surgery after review by clinical support and the user will be revised on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.